Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that this lead was an right ventricular (rv) lead. The patient will continue to be monitored at increased intervals to observe lead behavior.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited decrease in impedance and possible insulation breach. The lead remains in use. No patient complications have been reported as a result of this event.